Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. International medical device regulators forum (imdrf) adverse event reporting. Health effect clinical code: (B)(4) no clinical signs, symptoms or conditions. Health effect impact code: (B)(4) no health consequences or impact. Medical device problem code: (B)(4) poor image quality. Component code: (B)(4) imager. Type of investigation: (B)(4) testing of actual/suspected device. Investigation findings: (B)(4) no findings available. Investigation conclusions: (B)(4) conclusion not yet available. If additional information becomes available, a supplemental report will be filed with the new information. This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax video gastroscope eg38-j10ut. In the event reported, it was stated that the md not happy with the eus image when using j-10 scope on arietta 70, especially when in color doppler mode, brought in eus specialist multiple times to adjust settings and worked with md. This event is occurring during the procedure, however there were no adverse event. No additional information was provided. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.